Event description:
It was reported that two insulin cartridges leaked when the luer connector was attached to the cartridge outside the ilet, resulting in incorrect assembly and an infusion component connection problem; troubleshooting and education were provided, including review of proper cartridge change procedure per the user guide. Symptoms included no reported adverse physiological effects. Outcomes included no impact on health and no medical intervention. Investigation included customer interview, device use history review, and user education. Investigation of this case revealed user error related to improper connection technique during cartridge setup, with no device malfunction identified. It was concluded that the event was attributable to user error and that corrective action consisted of user re-training on proper cartridge and luer connector attachment.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.